Event description:
Device malfunction: damage stent, time of malfunction: during the procedure, symptoms/ae: unintended site, time of symptoms/ae: during the procedure. It was reported that during a stenting procedure of the left iliac, after the deployment of the stent, it was noted by the physician that the stent was partially in an unintended site. It was also noted that the distal portion of the stent was bunched, accordioned and had some fish scaling. It was necessary to crush the stent in the vessel using two non-abbott stents. There was no patient injury of effects. No additional information is available.